Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient was in a motor vehicle accident and then started having neck pain and change in their therapy. The patient met with a rep on (B)(6) 2018. The rep was able to locate the patient's ins implanted in their neck but they were having a hard time interrogating and communicating with the ins. The rep was eventually able to interrogate the ins successfully. The patient had imaging performed but the doctor was still in the process of reviewing the scans. No complaints were reported regarding the patient's ins in the lower back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-16. The patient is probably (B)(6). X-rays showed no lead migration according to the physician. The patient is still being worked with to get adequate coverage. Surgical intervention has not been recommended by the physician by it may be necessary in the future. No further complications were reported/are anticipated.